Manufacturer narrative:
Please note the hde number for this device - (B)(4). This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report, study patient experienced rupture of the infrarenal aorta, which required intervention, including ligature of the wrong lumen; sew aortic bleeding. The outcome is listed as resolved. The event is listed a possibly related to the amds device and possibly related to the amds implant procedure.

Manufacturer narrative:
This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The lot history records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. Patient is a 58-year-old male who had an amds implanted on (B)(6) 2019. The event reported was a vascular event detailed as ¿aortic rupture¿ with an onset date of (B)(6) 2019 (1-day post-op) and an end date of (B)(6) 2019. The ae form described the event as ¿rupture of the infrarenal aorta.¿ the event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. No pre-existing condition or acute disease that caused or contributed to the event was identified. The event led to serious adverse event due to ¿medical or surgical intervention to prevent permanent impairment of a body structure or function.¿ hospitalization was required because of this event; however, the patient was already in the hospital. Surgical treatment described as ¿ligature of the wrong lumen, sew aortic bleeding¿ was provided, and the event was documented as resolved. The patient was discharged on (B)(6) 2019. It is important to note that the amds device was not removed due to the reported event, as there were no device malfunction or deterioration in characteristics or performance. The patient remained in the study. Additional information provided by the study team states ¿treatment method/medical intervention was stenting truncus coeliacus and stenting thoracoabdominal segment.¿ the CT images were reviewed by an artivion representative on 02jul2025. The reviewer documented the following significant finding: ¿suprarenal constriction confirmation of description (infrarenal aortic rupture).¿ the reviewer agreed with the complaint description. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿aortic rupture,¿ ¿dissection, perforation, or rupture of the aortic vessel & surrounding vasculature,¿ and ¿hemorrhage/bleeding¿ are listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.